Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery (eia). After a non bsc guidewire crossed the lesion, a 7.0 mm x 20 mm x 135 cm sterling¿ balloon catheter was advanced to pre-dilate the lesion. However, the balloon ruptured. The lesion was pre-dilated enough to place a non-bsc stent, then a mustang¿ balloon catheter was used for post-dilation. The procedure was complete. There were no patient complications or injury.